Event description:
It was reported to maquet that the axis #2 motor cover detached and fell to the floor. The cover did not fall into the sterile field nor was anyone struck. No adverse events were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the hospital and evaluated the device. He found the fallen cover has no damage but one plastic screw head snapped off, the other one broken and on the floor and another one screw couldn't be located. During the investigation, the maquet medical systems, USA project manager in charge of the initial installation verified that all covers and screws were examined prior to the release of the operating room to the customer; everything was in place and there were no issues at that time. Moreover, fst found there is a c-arm and other medical devices in the operating room, which is crowded and with high possibility of equipment collision. The review on the historic delivery data indicated only one unit modutec power was installed and no other similar device was impacted. The review on the design of the cover was made, and the mechanical evaluation testing was performed. The result is acceptable. Based on above, maquet (B)(4) believes the root issue to be a failure of the operating room staff to be aware of their surroundings when positioning the other equipment in the operating room and collision with other device in the same operating room. The fst replaced the screw to secure the cover, and verified that similar systems in the hospital were in good condition. Maquet medical systems, USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) company ltd provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).